Event description:
It was reported, the patient did not think the pump was working correctly. The patient felt that over the last 1-2 years it sometimes felt like it was not working and then gave the patient a burst that knocked him out. One incident was cited where the patient went to get a cup of coffee and sat down in a chair and didn¿t wake up until 6pm that night still with coffee in his hand. It was noted, the patient liked the pump, but thought there was something wrong with it. The patient wanted the pump stopped and possibly replaced. It was reported that at two refills they typically got back what they expected. One in which 9.3 milliliters was expected and about 9 milliliters was gotten back and another where 5.6 milliliters was expected and about 9 milliliters was gotten back. There were no other significant volume discrepancies reported. The pump was being used to deliver clonidine and morphine. Additional information received reported that about 6 months after having the pump implanted, the patient started having episodes where he would all of a sudden wake up in the morning and then go sit on the sofa and fall asleep. The patient would be asleep and would be woken to feed him and he would go back to sleep. The whole day would be shot sleeping. The pump was checked by a nurse and nothing was found wrong with the pump. Recently, the patient had episodes where he spent the whole day sleeping and would still be exhausted. There were also days where the patient showed signs of drug withdrawal. The patient had diarrhea, had a panic attack, got diaphoretic, had hot flashes, and ¿all this stuff.¿ this was brought up with the patient¿s doctor and he checked it and said there was nothing wrong with it. Just recently the patient had a couple incidences. One incident was the patient felt like he was dying. He was really scared and got in bed in the middle of the day. 911 was called, but the patient refused to go. Another day the patient got up in the morning, got a cup of coffee, and sat on the sofa at 8am. Then, at 6pm that night, the patient woke up with the coffee still sitting between his legs. Then the patient woke up and went to bed. It was noted the patient also had sleep apnea. The patient had a sleep study where he was fine until 2am. The doctor conducting the sleep study asked if the patient got up and took a huge dose of narcotics, but the patient did not and did not even get out of bed. The doctor said the patient was having an overdose because he had gone into a central apneic event and quit breathing. It was reported the doctor said the pump needed to be removed because, it was obviously misfiring. When the amount of drug left in the pump was measured, it didn¿t match up with the machine. It was overheard that this happened the last time the pump was filled too. The pump was giving too much at one time and then not enough at other times. A surgery was going to be scheduled. Additional information received reported the pump was explanted on 2013 (B)(6). There was a volume discrepancy reported where the expected volume was 5 milliliters and the actual volume was 9 milliliters. A dye study and roller study were performed. The product issue was not resolved and the cause of the issue was not determined. The patient status at the time of this report was ¿alive- no injury.¿ the patient had overdose symptoms, including sleeping 20 hours in one day, and underdose symptoms. The location of the issue or symptom was the device pocket. Additional information received reported the surgery went fine.

Event description:
It was later reported that, during the previously reported surgery, that the sutureless connector was also explanted, along with a small amount of the catheter that had been trimmed. The revision occurred on (B)(6) 2013 and the issue occurred just before that time. The patient was having episodes of withdrawal and overdose, which was the reason for the revision. Per post-operative notes, there was no mention of audible alarms or other pump issues. However, the reporter was uncertain that the event logs had been accessed and reviewed.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Product ID 8709sc, lot# n256585002, implanted: 2010 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
A healthcare professional (hcp) later reported that the patient had been getting even and well managed pain relief since their replacement. No volume discrepancies were noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information/evaluation summary: analysis found no anomaly. The pump passed dispense and infusion accuracy testing.